Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station displayed a frown face error and failed to boot back up. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a windows boot error screen and a bios password prompt on restart. A field service engineer (fse) worked with the customer to reseat the ssd cables and run a recovery, which was successful, and the station booted normally. A remote login was performed to adjust nic power settings and disable bluetooth and wifi. Event viewer logs were saved for further investigation, and function checks were completed. The system functioned as intended after the fse repaired the device.